Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that tecnis symfony multifocal intraocular lens (model zxr00, +11.0 diopter) was scheduled to be explanted. Additional information was received and it was learnt that the lens was explanted from patient¿s left eye because of patient experiencing blurry vision. There was no incision enlargement, no patient injury and no surgical or medical intervention. A non johnson & johnson lens was used as a replacement for the patient. Patient was having blurry vision at discharge with the replacement lens. No further information provided.